Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plumset that the customer reported the patient was undergoing a 24 hour injection/infusion of chemotherapy when around 1.2 drops leaked from the vent hole. During a room check the vent hole at the chemotherapy connector was confirmed to be open and the set vent hole was closed. After cleaning and sanitzing it was replaced with a new set. There was patient involvement, however, no report of harm.